Manufacturer narrative:
Device evaluation summary: device evaluation of modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to heavy corrosion on the auxiliary pca board. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on. The patient was issued a replacement monitor.